Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that after pre-mapping repeatedly the helix of the rvlp was stretched. The rvlp was not used and a different rvlp was implanted. There were no patient consequences.